Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose (bg) level was 40-150 mg/dl. Cause of low bg was unknown. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.